Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt no status led was observed when a test pad-pak was inserted. This was attributed to a failure of the membrane due to a short between the status led and right pad led lines, which had led to the status led becoming connected to the right pad led and resulted in no status led displaying when the device was not powered on. The faults could not be replicated with a known good membrane fitted. This would confirm a failure of the returned membrane. The device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The manufacturing date for this device is currently unknown. This information will be included in a follow up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.